Event description:
Metatarsalgia was the most common complication. One foot required weil osteotomy of the second metatarsal.

Manufacturer narrative:
(B)(4): lawrence, b.r., thuen, e. A retrospective review od the primus first mtp joint double-stemmed silicone implant, 2012, journal article page 3. This is the initial report submitted regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.